Event description:
It was reported that 3 separate medications were infusing simultaneously via primary infusion: versed 100mg in 100 ml at 0.5mg/hour; fentanyl 2500 mcg in 250 ml at a rate of 50mcg/hour and normal saline at a rate of 50ml/hour. The customer states that the device was infusing slower than the rate indicated. There was no report of an adverse effect to the patient.

Manufacturer narrative:
Investigation conclusion: the reported issue that the pump module sn (B)(6) was infusing slower than the rate indicated could not be confirmed and no devices were returned for investigation. No devices were returned for investigation. The pump module was in use for treatment. Device inspection: not applicable. Root cause analysis: the root cause for the customer¿s belief the device was infusing slower than the rate indicated could not be identified from the information received and no more information was made available. Device history review: review of the sn (B)(6) service history record showed the device had a manufacture date of 17apr2015. A review of the device service history record was performed beginning from the date of manufacture to the present date 29sep2020 and indicated that this device has not been previously returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
It was reported that 3 separate medications were infusing simultaneously via primary infusion: versed 100 mg in 100 ml at 0.5 mg/hour, fentanyl 2500 mcg in 250 ml at a rate of 50 mcg/hour and normal saline at a rate of 50 ml/hour. The customer states that the device was infusing slower than the rate indicated. There was no report of an adverse effect to the patient.